Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2016 ,the insulin pump had a blank display. Blood glucose at the time was 170 mg/dl. The customer explained that the batteries were only lasting 2 to 4 days and the display would go blank. During troubleshooting it was found that the ring around the battery cap was missing. The customer also reported that she received a compromised force sensor system alarm during prime. She confirmed that the insulin pump was not bumped, dropped or exposed to moisture and the drive support cap appeared normal. Blood glucose value at the time of the alarm was 120 mg/dl. Blood glucose at the time of the call was 379 mg/dl due to being on steroids. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected a33 error alarm or motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump was returned without the original battery cap. The insulin pump was missing the reservoir tube o-ring.